Event description:
It was reported that a pt was implanted with the product in november, a posterior fossa case. The device was later explanted due to a leak. The physician did not think it was a device problem.